Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when she put the tube in, there was a blockage. On (B)(6) 2019 the customer clarified that when the patient's mother placed the tube through the nose, there was a blockage and nothing could pass. Additionally, the customer mentioned that there were no clinical consequences as a result of this complaint, only that nothing went through the tube.

Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. Samples without original package or lot number were received for evaluation. After performing a functional inspection per procedure the condition reported was not observed in the sample. The reported condition could not be confirmed. The root cause of the reported condition could not be determined. The process is running according to product specifications meeting quality acceptance criteria. No corrective actions are deemed necessary at this moment. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.